Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding/abnormal bleeding(general)') in a 31-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain in 2019, pain ankle in 2019, gastroesophageal reflux disease, post-traumatic stress disorder, bulimia, spinal discopathy, aortic incompetence, multiple allergies (penicillin¿s, bees, lithium, prozac, tagratol, nickel, bee sting, bee sting kit), loose tooth, heart murmur, allergic rhinitis, asthma, copd, bronchitis, hemorrhoids, kidney stones, urinary incontinence, multiple fractures, endometriosis, ovarian cyst, loss of teeth, paroxysmal sympathetic hyperactivity, grand multiparity, polyp endometrial and incision site pain. Current weight 170 lbs. Previously administered products included for an unreported indication: nuva ring from 1999 to 2002, depo provera from 1996 to 1998, steroid, prednisone and amphetamines. Concurrent conditions included gallbladder removal, bipolar disorder, acute cholecystitis, tobacco abuse, mitral regurgitation, reactive airways disease, cholecystitis, perineal pain and uterine fibroid. Concomitant products included buspirone hydrochloride (buspar) since 2004, calcium chloride dihydrate;potassium chloride;sodium chloride;sodium lactate (lactated ringer's), chorionic gonadotrophin (hcg), clindamycin, escitalopram oxalate (lexapro) since 2003, famotidine, fluticasone propionate;salmeterol xinafoate (fluticasona propionato + salmeterol sandoz), gentamicin, hydromorphone, hydroxyzine embonate (vistaril) since 2003, ibuprofen, ipratropium;salbutamol (albuterol;ipratropium), ketorolac, metoclopramide hydrochloride (metoclopram), montelukast, ondansetron, oxycodone, paracetamol (acetaminophen), sennoside a+b calcium (sennoside fuso), sodium chloride, sulfadiazine silver (silver sulfadiazine) and tiotropium. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type-hives all over body"), dental caries ("rotten teeth"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heart burn") and tooth fracture ("cracking teeth"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced delayed recovery from anaesthesia ("too much anesthesia/caused me not to wake up for 5-6 hours"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("ibs") and rash ("rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canals, crown, partial. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, mood altered, female sexual dysfunction, depression, migraine, dental caries, dysmenorrhoea, vaginal discharge, fatigue, weight increased, dyspepsia, irritable bowel syndrome, alopecia, delayed recovery from anaesthesia and tooth fracture outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria and rash had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, delayed recovery from anaesthesia, dental caries, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood altered, pelvic pain, rash, tooth fracture, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006, the essure device was placed into the left fallopian tube without difficulty with four coils trailing into the intrauterine cavity. In right fallopian tube, three coil were trailing into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, anxiety, depression and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, post-traumatic stress disorder, bulimia, spinal discopathy, aortic incompetence, multiple allergies (penicillin¿s, bees, lithium, prozac, tagratol, nickel, bee sting, bee sting kit), loose tooth, heart murmur, allergic rhinitis, asthma, copd, bronchitis, hemorrhoids, kidney stones, urinary incontinence, multiple fractures, endometriosis, ovarian cyst, loss of teeth, paroxysmal sympathetic hyperactivity, grand multiparity, polyp endometrial and incision site pain. Current weight 170 lbs. Previously administered products included for an unreported indication: nuva ring from 1999 to 2002, depo provera from 1996 to 1998, steroid, prednisone and amphetamines. Concurrent conditions included back pain since 2019, pain ankle since 2019, gallbladder removal, bipolar disorder, acute cholecystitis, tobacco abuse, mitral regurgitation, reactive airways disease, cholecystitis, perineal pain and uterine fibroid. Concomitant products included buspirone hydrochloride (buspar) since 2004, calcium chloride dihydrate;potassium chloride;sodium chloride;sodium lactate (lactated ringer's), chorionic gonadotrophin (hcg), clindamycin, escitalopram oxalate (lexapro) since 2003, famotidine, fluticasone propionate;salmeterol xinafoate (fluticasona propionato + salmeterol sandoz), gentamicin, hydromorphone, hydroxyzine embonate (vistaril) since 2003, ibuprofen, ipratropium;salbutamol (albuterol;ipratropium), ketorolac, metoclopramide hydrochloride (metoclopram), montelukast, ondansetron, oxycodone, paracetamol (acetaminophen), sennoside a+b calcium (sennoside fuso), sodium chloride, sulfadiazine silver (silver sulfadiazine) and tiotropium. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type-hives all over body"), dental caries ("rotten teeth"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heart burn") and tooth fracture ("cracking teeth"). On (B)(6) 2006, the patient experienced delayed recovery from anaesthesia ("too much anesthesia/caused me not to wake up for 5-6 hours"). In november 2006, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding(general)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and irritable bowel syndrome ("ibs") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), rash ("rashes") and tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and cardiac disorder ("cardiac issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canals, crown, partial. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, mood altered, female sexual dysfunction, depression, migraine, dental caries, dysmenorrhoea, vaginal discharge, fatigue, weight increased, dyspepsia, irritable bowel syndrome, alopecia, delayed recovery from anaesthesia, tooth fracture, abdominal pain, hormone level abnormal, gastrointestinal disorder, tooth disorder and cardiac disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria and rash had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, cardiac disorder, delayed recovery from anaesthesia, dental caries, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, pelvic pain, rash, tooth disorder, tooth fracture, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006, the essure device was placed into the left fallopian tube without difficulty with four coils trailing into the intrauterine cavity. In right fallopian tube, three coil were trailing into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Imaging procedure - in (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, anxiety, depression and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Event cardiac issues was added. Event of genital haemorrhage was downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding/abnormal bleeding(general)') in a 31-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain in 2019, pain ankle in 2019, gastroesophageal reflux disease, post-traumatic stress disorder, bulimia, spinal discopathy, aortic incompetence, multiple allergies (penicillin¿s, bees, lithium, prozac, tagratol, nickel, bee sting, bee sting kit), loose tooth, heart murmur, allergic rhinitis, asthma, copd, bronchitis, hemorrhoids, kidney stones, urinary incontinence, multiple fractures, endometriosis, ovarian cyst, loss of teeth, paroxysmal sympathetic hyperactivity, grand multiparity, polyp endometrial and incision site pain. Current weight 170 lbs. Previously administered products included for an unreported indication: nuva ring from (B)(6) to (B)(6) , depo provera from (B)(6) to (B)(6) , steroid, prednisone and amphetamines. Concurrent conditions included gallbladder removal, bipolar disorder, acute cholecystitis, tobacco abuse, mitral regurgitation, reactive airways disease, cholecystitis, perineal pain and uterine fibroid. Concomitant products included buspirone hydrochloride (buspar) since 2004, calcium chloride dihydrate;potassium chloride;sodium chloride;sodium lactate (lactated ringer's), chorionic gonadotrophin (hcg), clindamycin, escitalopram oxalate (lexapro) since 2003, famotidine, fluticasone propionate;salmeterol xinafoate (fluticasona propionato + salmeterol sandoz), gentamicin, hydromorphone, hydroxyzine embonate (vistaril) since 2003, ibuprofen, ipratropium;salbutamol (albuterol;ipratropium), ketorolac, metoclopramide hydrochloride (metoclopram), montelukast, ondansetron, oxycodone, paracetamol (acetaminophen), sennoside a+b calcium (sennoside fuso), sodium chloride, sulfadiazine silver (silver sulfadiazine) and tiotropium. On 3-nov-2006, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type-hives all over body"), dental caries ("rotten teeth"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heart burn") and tooth fracture ("cracking teeth"). On (B)(6)2006, the patient experienced delayed recovery from anaesthesia ("too much anesthesia/caused me not to wake up for 5-6 hours"). In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced alopecia ("hair loss"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("ibs") and rash ("rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canals, crown, partial. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, mood altered, female sexual dysfunction, depression, migraine, dental caries, dysmenorrhoea, vaginal discharge, fatigue, weight increased, dyspepsia, irritable bowel syndrome, alopecia, delayed recovery from anaesthesia and tooth fracture outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria and rash had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, delayed recovery from anaesthesia, dental caries, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood altered, pelvic pain, rash, tooth fracture, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6)2006, the essure device was placed into the left fallopian tube without difficulty with four coils trailing into the intrauterine cavity. In right fallopian tube, three coil were trailing into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, anxiety, depression and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and medical record received: new events added from pfs-moody, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, hives all over body, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, excessive heart burn, ibs, hair loss, rotten teeth, cracking teeth, rashes, too much anesthesia/caused me not to wake up for 5-6 hours. Event onset date, event outcome were added. Lot number was added. Reporter information were updated, concomitant drugs, patient history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding/abnormal bleeding(general)') in a 31-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain in 2019, pain ankle in 2019, gastroesophageal reflux disease, post-traumatic stress disorder, bulimia, spinal discopathy, aortic incompetence, multiple allergies (penicillin¿s, bees, lithium, prozac, tagratol, nickel, bee sting, bee sting kit), loose tooth, heart murmur, allergic rhinitis, asthma, copd, bronchitis, hemorrhoids, kidney stones, urinary incontinence, multiple fractures, endometriosis, ovarian cyst, loss of teeth, paroxysmal sympathetic hyperactivity, grand multiparity, polyp endometrial and incision site pain. Current weight 170 lbs. Previously administered products included for an unreported indication: nuva ring from 1999 to 2002, depo provera from 1996 to 1998, steroid, prednisone and amphetamines. Concurrent conditions included gallbladder removal, bipolar disorder, acute cholecystitis, tobacco abuse, mitral regurgitation, reactive airways disease, cholecystitis, perineal pain and uterine fibroid. Concomitant products included buspirone hydrochloride (buspar) since 2004, calcium chloride dihydrate;potassium chloride;sodium chloride;sodium lactate (lactated ringer's), chorionic gonadotrophin (hcg), clindamycin, escitalopram oxalate (lexapro) since 2003, famotidine, fluticasone propionate;salmeterol xinafoate (fluticasona propionato + salmeterol sandoz), gentamicin, hydromorphone, hydroxyzine embonate (vistaril) since 2003, ibuprofen, ipratropium;salbutamol (albuterol;ipratropium), ketorolac, metoclopramide hydrochloride (metoclopram), montelukast, ondansetron, oxycodone, paracetamol (acetaminophen), sennoside a+b calcium (sennoside fuso), sodium chloride, sulfadiazine silver (silver sulfadiazine) and tiotropium. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type-hives all over body"), dental caries ("rotten teeth"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heart burn") and tooth fracture ("cracking teeth"). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced delayed recovery from anaesthesia ("too much anesthesia/caused me not to wake up for 5-6 hours"). In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient experienced alopecia ("hair loss"). In (B)(6)2007, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("ibs"), rash ("rashes"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and root canals, crown, partial. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, mood altered, female sexual dysfunction, depression, migraine, dental caries, dysmenorrhoea, vaginal discharge, fatigue, weight increased, dyspepsia, irritable bowel syndrome, alopecia, delayed recovery from anaesthesia, tooth fracture, abdominal pain, hormone level abnormal, gastrointestinal disorder and tooth disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria and rash had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, delayed recovery from anaesthesia, dental caries, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood altered, pelvic pain, rash, tooth disorder, tooth fracture, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6)2006, the essure device was placed into the left fallopian tube without difficulty with four coils trailing into the intrauterine cavity. In right fallopian tube, three coil were trailing into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Imaging procedure - in (B)(6)2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, anxiety, depression and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. New reporters added. New events added- abdominal pain, gi conditions, dental problems and hormonal changes were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.